Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. (B)(4).

Event description:
A facility representative reported that 6 years after and intraocular lens (iol) was implanted the patient started to have decreased cloudy vision and thought lens was moving in the eye. One week after the symptoms were noted, the lens was explanted and the patient was left aphakic for approximately two months, then an anterior chamber iol was implanted.

Manufacturer narrative:
The lens was returned taped to a paper. The lens was removed from the tape and paper towel. The lens was cleaned with lphse for further evaluation. The lens is not cloudy in appearance. The optical resolution is acceptable. We are unable to verify if the lens is the reported model or a similar lens model. Not enough information was provided. The product investigation could not identify a root cause for the reported events. The lens is not cloudy. Optical resolution is acceptable. Additional information was provided in d.10., h.3., h.6. And h.10. The manufacturer internal reference number is: (B)(4).